Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a failed battery test alarm and had an open circle on display screen. Customer's blood glucose was 219 mg/dl. During troubleshooting, it was found that customer was using rechargeable battery. Customer did not have a new battery to continue troubleshooting. Customer was advised to get and install new battery and to call back if issue persisted.